Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple cartridge alarms were received during basal delivery using multiple cartridges. Customer's blood glucose (bg) was 108-162 mg/dl. Customer reverted to using an alternate method of insulin therapy.